Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplastic bypass, on entero anastomosis, when fitting the new load, the user noticed that the stapler did not perform the opening test and closing the load, soon after the white piece fell and the same did not fall into the cavity. A new stapler was used to resolve the issue. There was no patient injury.